Event description:
It was reported by service report that the fowler section would not go all the way down and the footboard did not work all of the time causing bed exit and scale to be unavailable. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: fowler assembly, cam card, footboard.